Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. As received the electrode belt failed incoming functionality testing. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, breaking the solder joint connecting the rear pulse wires and damaging the gel fire wires in the cable. The root cause for the strained cable was excessive force. As ems came upon the patient and CPR artifact was observed, resuscitation efforts cannot be ruled out as a contributing factor. There is no indication the strained cable caused or contributed to the patient's death. The lifevest was able to deliver 8 treatment shocks prior to the disconnection of the electrode belt. Device manufacturing date: monitor: 06/20/2012; belt: 02/23/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. Review of the download data, indicates the patient entered ventricular fibrillation (vf) with motion/tactile artifact at 1:38:51 on (B)(6) 2018. The lifevest delivered five appropriate treatment shocks while the patient was in vf with motion/tactile artifact. The fifth shock converted the vf to a sinus rhythm at 60 bpm. The patient then reentered vf with tactile artifact at 1:43:39. The lifevest deliver two treatments shocks, and after the second shock the vf was converted to a sinus rhythm at 70 bpm with v-bigeminy and tactile artifact. The patient then reentered vf at 2:02:29 with tactile artifact. The lifevest deliver one final shock that degraded the vf to asystole with tactile artifact. A non-treatable rhythm flag was observed at 2:03:53. At 2:04:00 the patient rhythm was again asystole transitioning to bradycardia. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. Motion and CPR artifact were observed at 2:26:59. The response buttons were pressed a few seconds later and the electrode belt was disconnected at 2:27:34. It was reported that ems came upon the patient and the patient was unresponsive. The patient passed away on the morning of (B)(6) 2018